Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulmonary valve replacement interventional procedure. Reportedly, there was difficulty when deploying the needle plunger. The physician attempted to close and re-open the foot to try to see if it would help but was unable to close the lever to retract the foot. Therefore, the physician decided to go ahead and push the plunger down and complete deployment even though there was difficulty. There was no suture present when the needle plunger was removed after deployment (cuff miss). The lever was then able to be closed to retract the foot and an attempt was made to remove the device from the patient anatomy; however, it became stuck and could not be removed. The lever had closed completely; however, it was not certain if the foot had completely closed. As the device was stuck, the physician broke the device at the junction of the proximal (metal portion) and distal (black sheath) portion of the guide and removed the device. The black distal guide/sheath portion remained in the vein. The physician obtained contralateral access and used a snare to go up and over to the rcfv to remove the prostyle distal guide/sheath. Manual compression and a figure of eight stich were used to achieve hemostasis in the rcfv access site. Access was obtained through a vessel in the patient's neck and the pulmonary valve replacement interventional procedure was completed. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the device becoming stuck and needing to use a snare. No additional information was provided. A photo of the device provided shows a kinked needle.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information the cause of the difficulties and subsequent treatments is likely due to the circumstances of the procedure. In this case, it is possible there was a needle deflection (failure to cycle) that caused the failure to fire. It is possible the force used to collapse the plunger broke or cracked the guide, or the foot caught the suture or tissue during closure and surfed distally out of the guide; however, these cannot be confirmed. The entrapment is related to the difficulty to open or close. The guide break was intentional as reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.